Event description:
The burrette was used to administer potassium to the pt during a CABG x 8 procedure. The flapper valve failed and allowed air to pass into the administration line and into the pt. When the right atrium was entered, as required for this procedure some air was observed. This was removed by canulation. No other intervention was made, nor would it have been due to the product failure alone.